Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturing number 3006705815-2021-01669. It was reported that the patient had their leads explanted and replaced on (B)(6) 2021. The issue has since been resolved.

Manufacturer narrative:
Date of event: the date of event is unknown. Patient weight: attempts were made to obtain the information but not successful the results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 3006705815-2021-01669. It was reported that the patient experiencing ineffective stimulation due to a motor vehicle accident which caused the leads to migrate. As a result, surgical intervention may be pending to address the issue.